Event description:
The switch remained in the "on" position. Inspection revealed thatthe spring was missing. The cae has been changed to eliminate this problem. Remedial action has been accomplished. No deaths or injuries were reported.